Manufacturer narrative:
Confirmed the presence of e antigen on retention capture-r ready-screen (pooled cells), lot n109. The use of pooled reagent red blood cells for antibody detection is well documented in literature as less sensitive than test methods using unpooled, single donor red cells. The package insert for capture-r ready-screen (pooled cells) states: "antibody screening tests employing pooled reagent red cells will not be as sensitive as those incorporating the red cells of unpooled single donors. Pooled reagent red cells should not be used when the antiglobulin crossmatch." And "negative reactions will be obtained if the test specimen contains antibodies present in concentrations too low to be detected by the test methods employed."

Event description:
Customer is reported that the galileo pool assay did not detect anti-e donor units capture-r ready-screen (pooled cells). Customer explained that several of these units associated with the complaint were autologous donors where the anti-e was detected during the pre-surgery work up using more sensitive antibody detection techniques.